Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, okay, and contrast buttons were all under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 02/23/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 02/06/2015 with the following findings: during investigation, the keypad was observed to be thinning. During testing, the contrast button was found to be intermittently unresponsive, which has no effect on insulin delivery function. The up arrow, down arrow and ok keypad buttons responded appropriately. The keypad was removed and there was evidence of contamination found under all key contacts. The pump was returned with the battery cap missing. A test battery cap was able to fully tighten to the pump during evaluation.